Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The manufacturer sales personnel reported that when the device arrived that unit wouldn't turn on. There was no patient involvement.

Manufacturer narrative:
Returned ventilator was received by the further investigation laboratory 01/08/2018 and the reported issue of ¿would not turn on¿ was confirmed. Replacement device was shipped fedex overnight am delivery on tracking number: 4180 3799 9548. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. This complaint was caused by a shorted power supply which caused the fuses f1 and f2 fail open. Replacement of this power supply corrected the failure with this customer returned ventilator.

Manufacturer narrative:
UDI # added.